Manufacturer narrative:
Expiration date is documented as 05/2016. This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for antibody to (B)(6). It is not known if erroneous results were reported outside of the laboratory. A sample was obtained on (B)(6) 2016 and 3 tubes were sent to different laboratories. On (B)(6) 2016 the sample was measured twice at the customer site and the results were (B)(6) on their e411 instrument. The actual results were not provided. The repeat result from an external laboratory was (B)(6). The actual result was not provided. A blot test also indicated the result to be (B)(6). The repeat result from another external laboratory also indicated a positive result from a blot test. The patient has no clinical symptoms related to hepatitis. A pcr test was (B)(6). A few weeks prior to these tests, the patient was tested for (B)(6) in an external laboratory and the result was positive. A pcr test at that time was (B)(6). No adverse event occurred. (B)(4). The patient sample was submitted for investigation. The sample was tested on a an e601 analyzer where the result was (B)(6). The sample was also investigated by the fujirebio innolia method and the result was indeterminate. Based on the available data, a general reagent issue can be excluded and no product problem was identified. Due to the indeterminate innolia result, there is no indication that the roche result was incorrect. Further clarification of the issue is not possible with the available information.